Manufacturer narrative:
Because device was not returned, it is not possible to conclusively determine the cause of the event. Description provided is consistent with excessive force application in the proximal direction when resistance is encountered during balloon withdrawal into the sheath. The current IFU states: "if resistance is met during catheter withdrawal through the sheath, slightly advance the shaft into the introducer, slightly advance the pulling knob into the handle body and re-attempt to withdraw. If the balloon cannot be withdrawn through the sheath withdraw the catheter and sheath as one unit." There is no indication from incident details that the physician attempted these precautionary measures.

Event description:
Treatment of lt common femoral, distal sfa/pop using 6fr sheath and 0.035" guide wire and angioslide 4x100 device. Summary: angiojet was used to remove thrombus in the popliteal, superficial femoral artery and common femoral lesions, reducing the stenosis significantly through the entire lesion except for the common femoral ostium in the distal pop. These were then treated first distally with an angioslide balloon, which was dilated at 8 atmospheres. The balloon, however, got caught on the sheath coming out and required snaring to be removed but the complete balloon was removed. This was followed by placement of a cryoplasty catheter in the left common femoral, a 5 x 4 cryoplasty at the common femoral and at the ostium of the superficial femoral artery and a 4 x 6 at the distal popliteal. All those lesions then became less than 20 percent with excellent distal flow to the foot.